Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on anterior assessed as fold flaw opening and observed missing shell assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: crease fold and stress marks observed on the device.

Event description:
Healthcare professional reported right side "pain, rupture" and "intramuscular lipoma in the right pectoralis major muscle" is not device related via MRI. Device was explanted and replaced.

Manufacturer narrative:
Health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "pain, rupture" and "intramuscular lipoma in the right pectoralis major muscle" is not device related via MRI. Device was explanted and replaced.